Event description:
It was reported that when they went to use the kit, they noticed the package was not sealed on one end. As a result, it was not used. Add'l info received from the sales rep on (B)(6) 2010 stated, this was the last (B)(4) in their stock so another product was used successfully for the patient. There was no delay in treatment, no pt death and no patient complications reported. The pt outcome is okay.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.